Event description:
It was reported that the system gave an inappropriate shock. An x-ray reveled the system had been twiddled (moved by the patient). The electrode was wrapped around the pulse generator. The doctor may replace the system with a transvenous system. There were no adverse patient effects. The system remains implanted.